Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box indicated a ¿loss of prime¿ warning occurred at 4:23pm on (B)(6) 2016. The pump was then not primed until 9:47am on (B)(6) 2016. This delay accounts for the full programmed amount of insulin not being delivered on the date of the complaint. The force sensor calibration was found to be within specifications. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no errors, alarms or warnings in the alarm history that would indicate an interruption in insulin delivery. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump was opened and there was no damage found to the force sensor circuit. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 450mg/dl with unspecified ketones. There was no indication or allegation that the patient required any medical treatment. No additional information was provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.